Manufacturer narrative:
As reported by the (B) (4) registry, the patient died at home; in her sleep approximately three months post index procedure. Her health was unchanged at the time of her death. The event was reported to be unrelated to the cordis product. At the time of the index procedure, angiography revealed 80% stenosis of the right ostium of internal carotid artery. The lesion was described as 20mm in length. The patient's pre-procedure (B) (6) stroke scale score was 12. The patient was symptomatic. An angioguard with a 5mm basket was deployed beyond the lesion. A 7 x 40mm precise pro rx stent was implanted at the target lesion, with 20% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged approximately three days after the index procedure with an (B) (6) stroke scale score of 12. The patient has a medical history of severe aortic / mitral valve disease and hypertension. The patient has high risk criteria of high cervical ica lesions or cca lesions below the clavicle, (B) (6) and spinal immobility with an inability to flex the neck beyond neutral or a kyphotic deformity. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14036447 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
As reported by the (B) (4) registry, the patient died at home; in her sleep approximately three months post index procedure. Her health was unchanged at the time of her death. At the time of the index procedure, angiography revealed 80% stenosis of the right ostium of internal carotid artery. The lesion was described as 20mm in length. The patient's pre-procedure nih stroke scale score was 12. The patient was symptomatic. An angioguard with a 5mm basket was deployed beyond the lesion. A 7 x 40mm precise pro rx stent was implanted at the target lesion, with 20% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged approximately three days after the index procedure with an (B) (4) stroke scale score of 12. Approximately three months post index procedure, the patient died in her sleep. The event was reported to be unrelated to the cordis product.